Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12252. It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The device was removed due to patient death. The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.